Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0320 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing the catheter, the t connector was unable to be attached with the connecting part of the catheter, resulting in liquid leaks. It was reported this occurred with three devices. This report addresses the third device.